Manufacturer narrative:
An event of a leaflet tear and valve explant was reported. A more comprehensive assessment, including histopathological examination of the valve tissue could not be performed as the device remains implanted and was not returned for analysis. However, based on the information received, the reported leaflet tear is consistent with structural valve deterioration (svd). A variety of factors may contribute to svd, including patient, biological, and implant related factors. No implant or patient related factors could be confirmed from the information received from the field as information related to implant procedure or the patient's medical history was not provided. Biological factors which can result in tissue degeneration such as calcification (from patient conditions predisposing to elevated calcium like renal disease etc.) Or thinning of the prosthetic leaflet tissue (predisposing to leaflet tears) also could not be confirmed as the valve was not returned for histopathological examination. The cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture design or labeling. The implant date is approximated to (B)(6) 2017, as the only information provided was that the valve was implanted five years prior.

Event description:
It was reported that an unknown sized trifecta valve was implanted about 5 years ago (2017). The trifecta valve was explanted on (B)(6) 2022 due to a torn leaflet. The valve was replaced with an unknown sized non-abbott valve. The patient recovered and was discharged. No additional information was provided.

Manufacturer narrative:
Nab3 date of event was corrected. B5 describe event or problem explant date was corrected. D6b explant date was corrected.

Event description:
Subsequent to the initially filed information, it was reported that the valve was implanted and replaced on (B)(6) 2022.